Event description:
During clinical use of the 500a hyperbaric ventilator, three(3) of the check valves used within the ventilator, resulting in reduction in tidal volume. Therapy was stopped immediately. No pt injury/compromise reported. Check valves are manufactured by bird products.